Event description:
Procedure: gastric bypass. According to the reporter: the surgeon wanted to staple the stab wounds of the jejunostomy, and noticed that the instrument did not staple but only cut the tissue. The instrument difficulty resulted in the loss of a bit of healthy small bowel tissue. To correct this condition the surgeon used another stapler to correct the defect.

Manufacturer narrative:
(B)(4).